Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported there was fm attached to bd vacutainer® k2 edta (k2e) plus blood collection tubes.